Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a colonoscopy procedure. According to the complainant, an interject injection therapy needle device was going to be used to inject dye into a polyp. However, the needle would not inject. There was no visible damage noted to the device. Another interject needle device was used to inject the dye. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Evaluation of the returned device confirmed that the needle was blocked/occluded. A visual evaluation was performed; no damage or anomalies were observed. A functional evaluation was performed and the needle extended and retracted as intended. The device was tested to identify if the lumen was occluded. A syringe filled with air was attached to the inner hub and compressed; the syringe was not able to be compressed. A pin gauge was inserted through the needle into the proximal end of the needle. Some resistance was met, and a small piece of silicone was extracted from the inner diameter. This substance is likely "mdx", a silicone based lubricant applied to the outside of the inner sheath during manufacturing. This is residual from the fabrication process, and does not appear to be a foreign contaminant. In addition, mdx was evaluated for biocompatibility and met biocompatibility requirements. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a colonoscopy procedure. According to the complainant, an interject injection therapy needle device was going to be used to inject dye into a polyp. However, the needle would not inject. There was no visible damage noted to the device. Another interject needle device was used to inject the dye. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. (B)(4) for the reported event of needle being blocked. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a colonoscopy procedure. According to the complainant, an interject injection therapy needle device was going to be used to inject dye into a polyp. However, the needle would not inject. There was no visible damage noted to the device. Another interject needle device was used to inject the dye. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual evaluation was performed. No visual damage was observed to the device. A functional evaluation was performed. The needle extended and retracted as intended. The device was tested to identify if the lumen was occluded. A syringe filled with air was attached to the inner hub and compressed. The syringe was not able to be compressed, confirming that the lumen/needle may be occluded. The inner hub/sheath was removed from the outer and no visible signs of damage were observed. The needle was cut away from the inner sheath, such that the extrusion and needle could be tested separately. The syringe was once again filled with air and attached to the inner hub and compressed. The syringe could be completely compressed; no resistance was encountered. A 0.009 pin gauge was then inserted into the proximal end of the needle; some resistance was met. The pin gauge was pushed further into the inner diameter of the needle until in exited the distal tip. A small piece of foreign matter was extracted from the inner diameter. Further analysis identified the material as silicone. The most probable root cause is manufacturing. An investigation is underway to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a colonoscopy procedure. According to the complainant, an interject injection therapy needle device was going to be used to inject dye into a polyp. However, the needle would not inject. There was no visible damage noted to the device. Another interject needle device was used to inject the dye. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.